Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ventricular heart rate (hvr) episodes were noted via remote monitoring. The patient was presyncope. The episode showed possible pvcs or noise and the r-wave amplitude had dropped. No changes were made at this time. It was later reported that the patient canceled the follow-up appointment and patient was rescheduled to come back in (B)(6) 2019. The patient condition was fine after the reported event.

Event description:
New information notes that on (B)(6) 2019 programming were made and no other issues were observed. The patient condition is good.